Event description:
Meter name: fasttake. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms wasn't feeling right. A patient reported they stayed in hospital overnight. Their meter allegedly was inaccurately erratic. The result on their meter was high mg/dl, 205mg/dl, 408mg/dl, 579mg/dl, 279mg/dl, 502mg/dl. The result on the hospital meter was result unknown. The time difference between patient's meter and hospital meter was unknown. Treatment was unknown. No further info has been reported.